Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found that the atmospheric balloon and drive transducer parameter was out of range. So, in order to fix the issue, the fse calibrated the atmospheric balloon and drive transducer. The unit was then tested and found working ok.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit has a maintenance required #3 code. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.